Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an unknown mynxgrip vascular closure device (vcd) ruptured. It was mentioned that the patient had late bleeds/ hematomas in recovery. Therapy included pulled and held manual compression for 30 minutes and ambulate in 4 hours. Patient had no signs of hematoma. It was also reported that there were no signs of plague inside the artery on the femoral shot under fluoroscopy (fluro). The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of an unknown mynxgrip vascular closure device (vcd) ruptured. It was mentioned that the patient had late bleeds/ hematomas in recovery. Therapy included pulled and held manual compression for 30 minutes and ambulation in 4 hours. The patient had no signs of hematoma. It was also reported that there were no signs of plaque inside the artery on the femoral shot under flouroscopy (fluro). There was no peripheral vascular disease (pvd) in the patient as well. The product was not returned for analysis. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, such as calcification, may have contributed to the reported event. Hematomas are known potential complications and are frequently related to stick technique, anticoagulation and blood pressure. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.